Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was temporarily disconnected from the pump, due to blood glucose (bg) levels that were elevated in the 300s mg/dl. Elevated bg levels were treated by delivering manual injection of long acting insulin. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that may cause elevated bgs with the customer. Recommendation was made that the customer consult with their healthcare provider to discuss factors such as lifestyle.